Event description:
It was reported that the bolus entrance was out of service. There was unknown patient involvement. Analysis of the device found the downstream occlusion (dso) seal was damaged.

Manufacturer narrative:
H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical condition of the device revealed a damaged downstream occlusion (dso) seal and a damaged remote dose connector. Functional test was performed and found defective dso sensor. The primary problem was replicated. The dso seal and dso sensor were replaced.